Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The sample was returned. The stylet and cannula were both in their initial positions (not retracted), as the arrow could not be seen in the ready window . Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub and the stylet tang were found to be broken. It was noted the cannula hub was from cavity 15 and the stylet hub was from cavity 13. The investigation in confirmed for break, as the cannula hub and stylet tang were found to be broken. The investigation is confirmed for failure to prime, as the device could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. (B)(4) was completed to address this issue. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound breast biopsy into normal tissue density, after collecting the first tissue sample, the device would not rotate and lock on the second rotation. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of pt injury associated with this event.